Event description:
Glove tearing/ripping more easily than usual during use.

Manufacturer narrative:
Glove tearing/ripping more easily than usual during use. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.